Event description:
It was reported that the ilet user experienced a blood glucose of 55 mg/dl after a meal, does not announce meals, and self-treated with oral fast-acting carbohydrates (glucose tablets/gummies), with education provided to avoid overtreatment and to follow recommended carbohydrate amounts; device-related communication focused on user technique and no applicable device component was implicated. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, consistent with overtreating hypoglycemia, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event and that failure to follow instructions was the proximate cause.